Event description:
As reported, upon pulling back a 6/7f mynxgrip vascular closure device (vcd), the balloon popped and lost pressure at the 1st stop. Hemostasis was achieved by another mynx device. There was no reported patient injury. The device was prepped according to the IFU. The device used an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was used with a non-cordis 7f catheter sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in the distal end of the balloon after removal. The balloon was removed intact from the patient. The device is available and being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2223104 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, upon pulling back a 6/7f mynxgrip vascular closure device (vcd), the balloon popped and lost pressure at the 1st stop. Hemostasis was achieved by another mynx device. There was no reported patient injury. The device was prepped according to the IFU. The device used an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was used with a non-cordis 7f catheter sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in the distal end of the balloon after removal. The balloon was removed intact from the patient the product was returned for analysis. Non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube were observed remained in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the returned device to ensure the balloon functionality, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2223104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.